Event description:
Received report of "do not remove" tag cutting the set tubing. During use the tag got folded underneath the cartridge and cut the set tubing, resulting in underdelivery of tpn. No adverse effects reported.